Event description:
I used renu with moistureloc contact lens saline solution from oct. 1, 2005 to jan. 3, 2006. I was treated for eye infection due to worsening condition. I was hospitalized for nine days and had an emergency corneal transplant. I was diagonosed with fusarium keratitis. I am presently taking anti-fungal therapy and will require another corneal transplant 6 mos later. My vision in my right eye has been impaired by more than 80%.